Manufacturer narrative:
Exact date unknown, event occurred a month ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing soreness at the pocket site. No device malfunction was suspected. The patient underwent a procedure wherein the ipg was repositioned. The patient was doing well postoperatively.